Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, evidence was discovered that the knife wire had touched metal while being activated, the wire had broken and was scorched/melted, and the wire coating had also torn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during a therapeutic endoscopic retrograde cholangiopancreatography procedure in which a papillosphincterectomy was being performed, their single use 3-lumen sphincterotome v device had a rupture of the sphincter section wire once the electrosurgical scalpel was operated; the blade of the papillotome broke at the proximal part, and the blade remained attached only at the distal part of the device. The procedure was delayed for only as long as it took to replace the device with a similar one of the same model and lot number, a time which which was reportedly less than 5 minutes. The customer confirmed that the blade broke off in the proximal part and remained attached to the device, so no pieces of the device detached; all parts of the device were recovered. No anomalies in the device were noted prior to its usage. There were no reports of patient or user harm associated with this event. Upon inspection and testing of the returned unit on 10oct2023, evidence was discovered that the knife wire had touched metal while being activated, the wire had broken, and the wire coating had also torn. The wire was scorched and melted around where it broke. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. For another case in which the same issue occurred with the same customer one week previously, please reference patient identifier (B)(6).